Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use. It was mentioned that after insertion of the rf wire into the sheath. The tip of the rf wire got twisted and was stuck, so it was not able to retracted into the sheath. It was retrieved when turned it around and pulled. It did not affected to the procedure. The patient had many pv branches. No patient complication were reported. The procedure was completed successfully using same device. The device is not expected to be return for analysis (disposed).

Manufacturer narrative:
The device has not been received for analysis. However, it was possible to note that the versacross rf wire was knotted, therefore, the reported allegations are confirmed based on the media provided. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use. It was mentioned that after insertion of the rf wire into the sheath. The tip of the rf wire got twisted and was stuck, so it was not able to retracted into the sheath. It was retrieved when turned it around and pulled. It did not affected to the procedure. The patient had many pv branches. No patient complication were reported. The procedure was completed successfully using same device. The device is not expected to be return for analysis (disposed).